Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) battery longevity calculation switched to impedance measurements resulting in a significantly shorter time frame than the last time is was calculated. The device remains in use. No patient complications have been reported as a result of this event.